Event description:
It was reported, during the implant procedure, positioning difficulty was encountered. During placement of the atrial lead in the right atrium, the physician noted the j stylet did not appear to position the curve at the distal portion of the lead. Therefore, the other j stylet packaged with the lead was used. The physician again noted lack of distal curve. Consequently, this lead was not implanted. Another lead was selected and implanted uneventfully. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.